Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted. No deviations or non-conformances were found. The customer did not return any samples for evaluation. Additionally, no photographic or visual evidence was submitted that would have allowed this allegation to be reviewed. Without the necessary evidence, a thorough investigation cannot be performed. Determining a root cause and corrective action is not possible. No corrective action is required at this point. If the samples are returned at a later date, then this complaint may be reopened for re-evaluation.

Event description:
There was a small amount of bleeding during the operation, and symptomatic hemostatic treatment was given. After re examination of CT, no clear bleeding was found. During the puncture process, a follow-up CT scan showed a small amount of pneumothorax on the left side. The hospital reported this case to nmpa.